Manufacturer narrative:
(B)(4). The analysis results found that the instrument  er320 was received partially cycled with the jaws closed; the trigger was forced to the open position. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. No conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us.  In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip applier handle would not open after the first clip was loaded prior to the case. There were no patient consequences. Case completed with another device of the same product code.